Event description:
It was reported that the bd precisionglide¿ needle experienced leakage. The following information was provided by the initial reporter: provider was doing a trigger point injection. When he started to inject the medication started squirting out of the plastic area where the needle connects.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305136 and lot number 1210589. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.